Event description:
My mother has a sorin pacemaker and I would like to know if it is or has ever been on recall. She has had it for one year - 2007 with no problem but recently, her heart has taken off racing, etc. This pacemaker was installed in winnipeg as that is where my mom lives. It initially was installed because her heart raced. They could not control it with medicine as the medicine stopped her heart. Following is information on the pacemaker. Please help me with this information as soon as possible. It could save her life! If you are not the correct person to respond to this question, please forward this email to the appropriate person. I will be ever grateful for the response/follow-up. Type: sorin, model : 2550, leads: 407652, 407658. She was taken to the hospital twice now. Her heart was racing and the first time she went they gave her pills again like in 2007 before she got the pacemaker to lower the racing. Then they sent her home. She had to be re-rushed to the hospital and is currently there. As I said, she has had this pacemaker since 2007 and has felt great until recently. My sister sent me an email yesterday saying that she will finally be admitted last night. She now does not recognize her -my sister- so she is failing fast. Please, please give me some answers. I await a response and thank you for your time. Please respond. Thanks.